Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Strip expiration date is 11/30/2017. Reviewed meter memory: 206mg/dl (B)(6) 2016 01:29:00 pm fasting:yes; 232mg/dl (B)(6) 2016 01:22:00 pm fasting:yes; 85mg/dl (B)(6) 2016 09:16:00 am fasting:yes; 120mg/dl (B)(6) 2016 02:13:00 pm fasting:yes; 141mg/dl (B)(6) 2016 12:57:00 pm fasting:yes. Memory concerns: 85 mg/dl. Customer calling stating his meter is reading low results compare to his doctors meter. Customer stated that in (B)(6) 2016 his doctor meter result was 255 mg/dl, and his true track results was 213 mg/dl, customer state he was fasting. Customer stated he was feeling well. Customer stated his normal blood sugar level is between 90 -100 mg/dl fasting I asked customer to run back to back blood test, result: 98 mg/dl, 85 mg/dl- customer is fasting. Customer stated he keeps the meter and strips in the kitchen table. Customer stated he open the vial of strips today (B)(6) 2016.